Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent was unable to cross the lesion and upon removal from the patient stent deformation was observed with a strut of the stent becoming lifted. The patient was reported to be alive with no injury.